Event description:
Pt contacted distributor that in 2000, pt underwent surgery for arterio-venous malformation with hemorrhage subsequent to mitral surgery, pt stated that pt has undergone two (2) surgeries in which home plate (s) and or bone screw (s) were removed and/or revised. Unable to obtain corroboration from health professional to date. Report received from pt in 2003 from distributor.